Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The neonatal intensive care unit (nicu) nurse stated there were two patients/ arctic sun devices and both were having issues with the probe. They believe they had corrected the issue, but they still need support. They did not have the ability to move the probe to the bedside in this room, but when the temperature in cable was flexed the temperature bounced around on the screen. The event log shows alarm 14 (probe out of range), alert 51 (patient temperature below control range) and alert 50 (patient temperature erratic). Explained how to remove the temperature in cable and they will work on finding another cable. Instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial/lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated there were two patients/ arctic sun devices and both were having issues with the probe. They believe they had corrected the issue, but they still need support. They did not have the ability to move the probe to the bedside in this room, but when the temperature in cable was flexed the temperature bounced around on the screen. The event log shows alarm 14 (probe out of range), alert 51 (patient temperature below control range) and alert 50 (patient temperature erratic). Explained how to remove the temperature in cable and they will work on finding another cable.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated there were two patients/ arctic sun devices and both were having issues with the probe. They believe they had corrected the issue, but they still need support. They did not have the ability to move the probe to the bedside in this room, but when the temperature in cable was flexed the temperature bounced around on the screen. The event log shows alarm 14 (probe out of range), alert 51 (patient temperature below control range) and alert 50 (patient temperature erratic). Explained how to remove the temperature in cable and they will work on finding another cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.